Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The malfunction was cleared, and the customer planned to load a new cartridge and continue using the current pump, with an alternate method available if necessary. The pump was out of warranty, and the caller was not interested in obtaining an out-of-warranty loaner pump. Technical support decided to replace the pump.